Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.

Event description:
The user facility reported a (B)(6) male (race unknown) in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The physician attempted to insert the impella 5.5 via the right axillary site but was unable to pass the innominate artery due to the patient's anatomy. The vessel was tortuous. A left axillary approach was attempted afterwards, but unsuccessful also due to the patient¿s anatomy. The impella cp was placed successfully via left axillary.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.